Manufacturer narrative:
(B)(4). Eval, results: device discarded, unable to follow-up. Used for repair of a ruptured aneurysm).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 51 months ago. Aneurysm and iliac vessel morphology from the time of implant are unk. The aortic neck was 30 mm in diameter and angulated 30 degrees anteriorly. It was reported that the pt had a follow-up 6 months ago when it was noted that the aneurysm had shrunk, resulting in a distal migration of the stent graft and no endoleak was noted. It was decided at that follow-up not to intervene. Five months later, the pt presented emergently and the CT showed a ruptured aneurysm due to a proximal type 1 endoleak. The stent graft had migrated 15 mm distally from the renal arteries. The migration was attributed to the aortic neck dilatation. Two 34 mm talent aortic cuffs were implanted to resolve the ruptured aneurysm successfully. However, during the implantation of one of the talent cuffs (see MFR # 2953200-2010-01142), it was noted there was loosening and separation of the inner member at the location of the quick disconnect button. The tapered tip could not be pulled back. Hemostats were used to retract the tapered tip after the stent graft deployment was completed. The delivery system was discarded. No additional clinical sequelae were reported and the pt is fine.